Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a pulling sensation which was causing discomfort. X-rays showed there was no stress loop at the lead site. As a result, the doctor added two extensions to the lead on (B)(6) 2015. The issue was resolved by surgical intervention.